Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited atrial channel oversensing of ventricular signals, resulting in false atrial tachy response (atr) episodes. Technical services (ts) observed previous events that showed oversensing on both channels. It was unclear if this patient had a procedure that day. This patient does not pace much and there was no pacing inhibition greater than 2 seconds observed. It was noted that right atrial automatic threshold (raat) test showed threshold measurements of greater than 3 volts. Ts discussed programming optimization. This pacemaker and non boston scientific leads remain in service. No adverse patient effects were reported.